Manufacturer narrative:
According to the information received from the field the recipient underwent a skin flap revision surgery due to skin necrosis. There were no sign of an infection. Reportedly the recipient is doing fine after revision surgery and was activated successfully. The device remains implanted and in use. This is a final report.

Event description:
The user was implanted on (B)(6) 2024. On (B)(6) 2024 a necrosis about 18mm in diameter occurred adjacent to the surgical wound. The user underwent otorhinolaryngology and plastic surgery procedures where the plastic surgeons performed an advancement flap. The user has been successfully activated and is performing excellently.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2024. On (B)(6) 2024, a necrosis about 18mm in diameter occurred adjacent to the surgical wound. The user will undergo otorhinolaryngology and plastic surgery procedures for a flap rotation and implant coverage.